Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model 20-25-65s limb aortic extension lot: w09-0819-011 rel. Date: 7/13/2009 exp. Date: 2/28/2010. Devices remain implanted in the patient.

Event description:
It was reported that the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal aortic extension, and two limb extensions. Upon follow up, patient with an ectatic iliac aneurysm showed that it had grown. Physician implanted 4 limb extensions and patient is now stable.

Manufacturer narrative:
Clinical evaluation confirmed type 2 endoleak. Pre-implant patient data was not available for review. The event is not a design or manufacturing related issue. Device was not returned, no evaluation completed. Based on the investigation it is inconclusive, there is not enough information to determine the root cause of the reported event. Contributing factors include antiplatelet therapy and ectasia of the internal and external iliac prior to the initial implant. Product labeling specifies the potential for increased risk for endoleaks with the placement of a stent graft.

Event description:
Clinical evaluation confirmed an endoleak type 2.